Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative regarding a patient with un known medication for non-malignant pain. It was reported that patient wanted to review guidelines for MRI scan since they would be getting one. Patient wanted to know if the guidelines would be different since their pump may not be anchored. Patient reported the first time the pump lost it's anchor was shortly after it was implanted. Patient reported they had bent over to pick something up and immediately they knew something was wrong since they started feeling extreme pain. Patient reported the pump started flipping after that so they had it revised. Patient reported it happened again in october. Patient reported they had gone in for a refill and their hcp was not able to fill their pump because it was flipped. Patient reported they had to flip it manually for them to refill. Patient reported the catheter was kinked and patient had gone through withdrawal. Patient mentioned they has morphine in their pump. Troubleshooting was not required.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2.5mg/ml at 0.9mg/ml via an implantable pump. It was reported the patient¿s managing physician replaced the patient¿s twisted catheter. The catheter was partially explanted. The entire 37.9cm of pump side of catheter and additional 12cm of spinal side of catheter was removed due to catheter twirling in the pocket. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was they replaced with new catheter piece in surgery. The issue was resolved at the time of the report.